Event description:
It was reported that when the doctor drilled using an ar-8717g-03 drill guide and ar-8717d-03-ru drill bit, the thick part and sleeve locked on the drill shaft and it would not move. Bone fragments were removed, but the problem of the thick part of the drill shaft not being able to pass through, was not resolved. A new product was used and the case was completed. No adverse effect to the patient reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. There is clear damage on the od of the drill bit shaft, proximal to the flutes. The visible wear on both the od of the drill bit shaft and the ID of one drill guide hole indicates contact between the two surfaces while the drill was in use. The non-worn region of the drill bit shaft appears to have an acceptable od, while the worn region has clear frays and exceeds the od limits set by the drawing. It is unclear what caused the drill bit to interface with the ID of the one drill hole on ar-8717g-03. The most likely cause for the reported failure can be attributed to user error of the device due to tissue obstruction reducing the drill hole ID, or improper drill alignment by the user.